Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump dropped out of his pocket when he sat in his car and as he was going down the road he felt a pull and noticed that the device was being dragged. The customer stated that the insulin pump broke into several pieces. Blood glucose value was 163 mg/dl. Customer was advised to revert to a back a plan. Customer was advised the insulin pump would be replaced. The customer stated the device was crushed and could not be returned.